Event description:
It was reported to precision medical that an o2 flowmeter caught on fire approx 25 mins after being put into use. The o2 source to the flowmeter caused the flowmeter to burn and melt rapidly. The fire was extinguished when the o2 source was shut off. The pt was at least 6 to 10 ft from the fire.